Event description:
This complaint was initially reported to intuitive surgical inc (isi) for an unrelated problem associated with the patient side manipulator (psm) 2 which pointed to a faulty sensor. The psm arm was replaced to correct the problem. However, secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the psm arm failed the weighted brake drop test during analysis. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that the psm arm failed the in-house weighted brake drop test. The arm was upgraded with the newest brakes, brake gears, brake bearings and brake shaft to correct the problem. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.